Manufacturer narrative:
The insulin pump was received with intermittent response from esc button, due to corroded keypad traces. The device was also received with a cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on the lcd window, cracked lcd window, and a scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer called and reported that none of the buttons on the insulin pump were working. Customer's blood glucose was 232 mg/dl. Customer was advised the device would be replaced and agreed to return the product for analysis.